Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient experienced a staph infection at the site for their scs ipg. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs system was explanted to address the issue. The patient has since been reported as stable and recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.